Event description:
It was alleged that the track belts were damaged and would not engage allegedly causing the user to strain their back.

Manufacturer narrative:
The user received a minor strain which did not require medical treatment.

Event description:
It was alleged that the track belts were damaged and would not engage allegedly causing the user to strain their back.